Event description:
1.2 micron filter, clave y-site, secure lock filter failed to filter air from tubing. Took 30 ml to expel all air from tubing. 1. The filter was being primed with lipids when the air was noticed. There was such a large amount of air that rn ended up disconnecting it from the lipids and replacing it with a new filter prior to priming the med tubing.